Event description:
The patient reported that he did not hear the alarm, but the alarm had been confirmed by telemetry. The patient was not having any symptoms. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.